Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) failed to convert the patient's ventricular fibrillation (vf) on the first shock due to an increased defibrillation threshold. The ICD delivered a second shock at max output which successfully converted the patient. No changes or interventions were reported. The patient condition was unknown.